Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: when attempting to power on the device in both normal and service mode, it did not function properly. The same screen was displayed each time, followed by a loud beep. The device could only be turned off by removing the battery.

Event description:
The following was reported to hamilton medical ag: summary: when attempting to power on the device in both normal and service mode, it did not function properly. The same screen was displayed each time, followed by a loud beep. The device could only be turned off by removing the battery.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the incident occurred during maintenance. The ventilator did not start. The technician on site identified the ventilation unit processor board (part n° msp160650) as the root cause. The technician exchanged the vu processor board which solved the problem. The device is back in use. A malfunction of the vu processor board could lead to an inoperability of the device and require an exchange of the ventilator. In such a case - if the hospital staff does not react accordingly - deterioration of the state of health of the patient cannot be excluded.